Event description:
This is a report from baxter (B)(4) of a colleague infusion pump with a failure code 500:320:658. It is unknown when the reported condition occurred or if there was patient involvement. No patient injury or medical intervention was reported. No additional information is available. The software version is currently not known.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658 was confirmed by service. This condition was caused by a loose ground wire connected to the panel lockout button. The panel lockout screw was tightened to secure the ground wire connection to the lockout key in order to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).